Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that, the cardiosave intra-aortic balloon pump (iabp) unit has an electrical fault 14 when powered on. There was no patient involvement.

Event description:
N/a.

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to evaluate the iabp unit and the fse checked equipment and fault code records at the hospital site to confirm the fault reported by the customer. Performed 30psi calibration. Equipment passed all factory-specified performance and safety indicator tests. Equipment has been delivered to the customer and can be used clinically.